Event description:
False high valproic acid (vpa) result generated by the synchron lx20pro instrument. The initial vpa result was ">150ug/ml". The vpa result was printed with a result error flag (lr-suppressed result). The customer diluted the original sample and repeated the vpa testing. The diluted vpa result was 132ug/ml and was reported out of the lab. On the next day, a fresh sample was collected from the patient and tested for vpa. The result was "<10ug/ml. The customer then retested the patient original sample for vpa; the result was "<10ug/ml. The vpa result was amended. It is unknown if patient treatment was initiated or withheld as a result of this event.